Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02889.

Event description:
It was reported a patient underwent a right unicompartmental knee arthroplasty. Approximately 14 years post implantation, the patient underwent a conversion to a total knee arthroplasty due to pain, instability, swelling, difficulty with ambulation, and radiographic evidence of subsidence. During the revision, aseptic loosening of the tibial component was found. All implants were removed and replaced.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient have experienced pain, clicking, instability, swelling with difficult ambulation. A revision surgery was performed as loosening and subsidence was noted. X-ray was reviewed and noted loosening and subsidence of the tibial implant with extensive tibial osteolysis and knee varus alignment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.